Manufacturer narrative:
On 3-may-2023, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2023, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter, during which char was confirmed after lpv (left pulmonary vein) and rpv (right pulmonary vein) ablation. When the tip of the catheter was wiped with gauze, fine char was observed (char was attached to the tip of the catheter). Char of approximately 1 mm was also confirmed when the blood in the sheath was sucked. The case has been successfully completed. No patient consequences were noted. The issues occurred after both pvs were completed, and 1 hour after the catheter insertion. Since the issue occurred just before the end of the procedure, no troubleshooting was performed. The procedure was competed without problems. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection, temperature and impedance, and cool flow pump and pressure gage test of the returned device were performed following bwi procedures. Visual analysis revealed that the rocker arm was broken from the handle area; however, welding residues were observed that show that the rocker arm was correctly attached. A microscopic inspection was performed on the tip of the device and no anomalies were observed; nevertheless, according to the picture provided by the customer, char was observed during the procedure. The temperature, impedance, and cool flow pump and pressure gage tests were performed and the device was found working correctly. No temperature, impedance, or irrigation issues were observed. The failure observed with the rocker arm, could be related to the excessive force applied during the procedure; however, this can not be conclusively determined. A manufacturing record evaluation was performed for finished device number 30863124l, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). Device investigation details: a picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, there is no evidence of a char attached to the device; however char particle was observed on the photo provided, and this is related to the customer reported issue. Char is a physical phenomenon of radiofrequency; it can be the usual result of the ablation process; however, the instructions for use contain the following instruction: monitoring the temperature from the electrode during the application of rf current ensures that the irrigation flow rate is being maintained a manufacturing record evaluation was performed for the finished device number 30863124l, and no internal actions related to the reported complaint were identified. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter, during which char was confirmed after lpv (left pulmonary vein) and rpv (right pulmonary vein) ablation. When the tip of the catheter was wiped with gauze, fine char was observed (char was attached to the tip of the catheter). Char of approximately 1 mm was also confirmed when the blood in the sheath was sucked. The case has been successfully completed. No patient consequences were noted. The issues occurred after both pvs were completed, and 1 hour after the catheter insertion. Since the issue occurred just before the end of the procedure, no troubleshooting was performed. The procedure was competed without problems. There were no problems about temperature, impedance value, and irrigation. A single indifferent electrode (patch) was attached to the shoulder and was 120-130 ohm. Ablation time did not exceed 60 seconds (per ablation). Ablation time did not exceed 120 seconds (per ablation). Total ablation time about 25 minutes. Mean cf (contact force) value was exceeded 25g. Mean cf value did not exceed 40g. Irrigation setting was within the recommended range. The setting of pre rf time and post rf time: pre 3second, post 5second. The char was attached to the distal side. Set power was 30w~40w. Prazaxa was taken prior to the procedure and heparin was taken during the procedure. It was controlled with act300. Char is not MDR-reportable. Thrombus/clot is MDR-reportable.